Manufacturer narrative:
The softclix plus lancet device is the suspect product.

Event description:
MFR's eval of the returned device revealed that the lancet carrier is not fully retracting, resulting in the lancet protruding from the device end-cap. No associated injury was reported. The problem was first discovered at the MFR's domestic eval site.